Event description:
On (B)(6) 2012 customer reported a leak from the lower left diluter of the lh780 analytical station. The volume of the leak was approximately 20 ml, and it leaked onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and observed was a hole in the tubing of the lower sheath restrictor (valve 46b). The leak did not affect any critical components. Fse replaced the tubing and this resolved the leak. No further problems were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction:this event is determined to be not reportable. No discrepant results were generated. Upon recurrence, non-numeric codes/flags would be generated in lieu of results for the differential and retic parameters.